Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed the blade produced no image. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger gvl 4 with 2' cable, when the blade was moved around, the video cut out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.